Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (power supply failure) was confirmed. It was observed the subject device would turn off due to a printed-circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the reported issue occurred due to the printed-circuit board failure; however, the root cause of the board failure could not be determined. In addition, service found the protective panel was scratched. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device exhibited a power supply failure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported event.

Event description:
Additional information was received regarding the reported event (the subject device exhibited a power supply failure): the reported phenomenon occurred during pre-use inspection of the device, prior to an unspecified diagnostic procedure. Since it was an endoscopy and there was another monitor, it was thought that no additional treatment had occurred. The condition of the equipment was recovered, so the procedure was completed using the subject device. There was no delay in the intended procedure due to the issue. There was no health damage to the patient.